Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon testing impedances during a routine eri battery change, it was found that all impedances for contact three were approximately 12k ohms. The surgeon removed the extension wire from the battery and examined the wire and header for debris. He then reseated the wire, made sure it was all the way in the battery, and was sure to tighten the set screw adequately. The high impedances remained. He then removed the wire from the battery again, cleaned the wire with a wet sponge, then dried it with a dry sponge. He also examined the battery header once again and reseated the wire. The impedances were then to be found at approximately 20k ohms on contact three. The surgeon decided to leave as is as to not cause any further damage to the wire. This is not the patient¿s therapeutic contact. No symptoms were reported.